Event description:
It was reported that the patient's atrial lead was explanted due to part of system revision of infection. The patient's condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155938